Event description:
Three separate incidences with three separate devices of faulty autosuture 10mm endoclip appliers on same procedure and patient. The clips would not close tightly and stay on the cystic duct. The clips also kept falling off. Three separate appliers had to be used. The cystic duct was not unusually large. Follow up reveals: these incidents all occurred on the same person.